Event description:
During the procedure the surgeon was using 1'x3" cottonoids during a craniectomy and the radiopaque strip on the cottonoid that wasn't sewn onto the cottonoid and kept peeling off of the cottonoid and into the patient. Two of the cottonoids had peeled off and the surgeon handed nurse the strips back and the nurse made sure they were not missing any strips from the other cottonoids that we had used during the case. The nurse then laid all of the cottonoids with the strips that had come off to verify that all pieces were retrieved and not lost. Action taken: the product used was identified as lot number 2410700. As a precautionary measure, the assistant nurse manager removed all affected lot 2410700 from circulation. They also conducted an inspection of other deroyal neuro sponge lots currently in stock. All remaining inventory was found to be intact, with no issues observed. The event, concerns, and the necessary precautions were communicated to the or team, and they were advised on what to look out for. Additionally, materials management was informed of the issue. Or was advised to discard all deroyal 1x3 neuro sponges, as there is an alternative manufacturer¿s product available in stock.